Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. The customer's blood glucose value was 274 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer perform displacement test and it passed. Customer also performed self test and it was failed. Customer states the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No device error alarm during testing.